Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product specialist that the heater wire connector of an rt206 adult breathing circuit could not be connected to an electrical adaptor. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt206 adult breathing circuit was visually inspected for bent pin and tested to see if the heater wire connector could be connected to the heater wire adaptor. Results: the heater wire pin in the inspiratory tube of the returned breathing circuit was bent. This prevents the heater wire adaptor from connecting to the heater wire socket. A lot check was not performed as no lot information had been provided. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).